Event description:
Caller states that the device produced a result of 4.3 inr while an additional professional device read 5.7 inr. No action taken, if any, based on device results was provided. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.